Event description:
It was further reported that the patient was seen a different facility. The reporter indicated the previous withdrawal was due to "pump failure" and had no further clarifying details. It was not known what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that 4 to 5 years ago a "catheter situation" was "dealt with". No other information was given.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: unknown, explanted: unknown. (B)(4).

Manufacturer narrative:
(B)(4).